Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful - vagina [vulvovaginal pain]. Painful - tampon [medical device site pain]. Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. Tampon string in backwards [device physical property issue]. Uncomfortable to remove tampon [complication of device removal]. Case narrative: consumer reported via e-mail that tampons are loaded in the applicator wrong. No serious injury reported.